Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to her feelings and the same meter, and was displaying an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 201,2 immediately prior to the start of the alleged issue, the patient reported feeling "sweaty and shaky." The patient reported on (B)(6) 2012, at 2am, she tested on her lfs meter and obtained readings of "457, 102, and 55mg/dl." Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of each other. The patient reported taking no medications to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2012, at 2am, she had something to eat or drink in response to the alleged symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca noted that the patient's testing process was correct, and she was using the approved sample site for obtaining a blood sample. The patient's test strip vial and test strips were found to be in good condition and confirmed to be not counterfeit. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. The patient reported being symptomatic prior to the start of the alleged issue; therefore, the meter could not have caused the alleged injury. However, this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting done by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.